Event description:
It is reported that an assurant cobalt stent was implanted in a patient's left proximal subclavian artery. The lesion had little calcification, 50% stenosis and moderate tortuosity. The device was removed from packaging per the IFU and inspected with no issues noted. The device was prepped with no issues identified. The lesion was not pre-dilated. It is reported that the stent was deformed after deployment, and that the stent appeared to be fractured. The balloon of the device successfully deflated after deployment of the stent. The lesion was not post-dilated. No patient injury is reported. Image review: review of the returned cardioangiogram still images show evidence of stent deformation. However, the possibility that the stent was fractured cannot be confirmed from the images received. The details and condition of the vessel cannot be determined from the still images shown.

Manufacturer narrative:
Evaluation codes, results: failure to follow instructions (device use in an unapproved vessel) inherent risk of procedure (stent deformation) no results available since no evaluation performed (device not returned) other (still images show evidence of stent deformation. However, the stent fracture cannot be confirmed from the images) evaluation codes, conclusions failure to follow instructions (device use in an unapproved vessel) inherent risk of procedure (stent deformation). (B)(4).